Event description:
It was reported that the bd micro fine¿ + pen needle label came off. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, before use, the label came off.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine¿ + pen needle label came off. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, before use, the label came off.

Manufacturer narrative:
Investigation summary: one sealed 32g x 4mm poly bag and two photos were returned from lot no. 2116278 cat. No. 320136. Visual examination was carried out on the returned sample and a crease in the seal of the polybag was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The issue of creasing occurred due to incorrect bag alignment during the sealing process.